Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that the health care professional (hcp) called regarding a red doctor icon alert on the remote communicator for this implantable cardioverter defibrillator (ICD). The last interrogation showed no alerts, and the patient reported no issues. Technical services (ts) advised the hcp to follow up with the patient and perform an in-clinic interrogation. Additionally, high out of range pacing impedance measurements were noted. No adverse patient effects were reported. This ICD remains in service.

Event description:
It was reported that the health care professional (hcp) called regarding a red doctor icon alert on the remote communicator for this implantable cardioverter defibrillator (ICD). The last interrogation showed no alerts, and the patient reported no issues. Technical services (ts) advised the hcp to follow up with the patient and perform an in-clinic interrogation. Additionally, high out of range pacing impedance measurements were noted. No adverse patient effects were reported. This ICD remains in service.